Manufacturer narrative:
(B)(4). Device not returned with cartridge.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information provided: was the manual retaining pin set prior to firing? Yes. How was the tissue cut line transected? Scalpel. What was the condition of the tissue the device was fired on? Normal. What was the patient's pre-op diagnosis? Unknown. Has the patient undergone radiation therapy or any chemotherapy? Unknown. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No was there evidence that staples were present in the cartridge, but failed to staple the tissue? No, scrub station, mayo stand and patient were all checked for signs of extra staples from accidental firing. None were present . Did the patient require any other treatments as a result of the bowel spill? Prolonged antibiotics. What is the patient's current status? Ok.

Event description:
It was reported that during an open low anterior resection procedure, the surgeon fired distally with no issue. During the second firing, the device did not staple, resulted to the bowel spill open. The same like product was used to complete the case with no issue. The patient had extended antibiotics and increased washout of the cavity a few times. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. However, there was a packaging lot number provided. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.